Event description:
It was reported that a customer using an ilet pump experienced recurrent rapid-onset hypoglycemia, including a documented drop from approximately 150 mg/dl to 70 mg/dl and a nadir of 48 mg/dl confirmed by blood glucose meter, with time below range for about one hour; the customer temporarily paused the pump and later resumed. Symptoms included hypoglycemia without additional reported clinical effects. Outcomes included self-management at home without medical intervention. Investigation included customer counseling on acute management and notification to the clinical team for follow-up. Investigation of this case revealed no device alarms and no identified device malfunction, with the event categorized as hypoglycemia of unclear cause while on therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.